Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Returned product consisted of the rotapro atherectomy system. Inspection of the device found that the sheath was torn 22cm distally from the strain relief. At the sheath tear, there was blood visible within the sheath. The wire returned within the device was able to be removed without issue or resistance. Product analysis confirms the reported event of sheath damage, as the sheath was torn, and blood was found within the sheath at the damaged portion of the sheath.

Event description:
Reportable based on device analysis completed on 18jul2025. It was reported that the burr was damaged. A 1.50mm rotapro was selected for use. During the procedure, the cover of the wire started melting or being damaged because of the rotations of the wire. The procedure was completed using original method and or device. No patient complications were reported. However, device analysis revealed that the sheath was torn 22cm distally from the strain relief with visible blood within the sheath.